Event description:
It was reported that the ventilator generated a technical error code indicating internal memory error. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. No ventilator logs were provided. The root cause of the reported event has not been determined. D1 ¿ brand name ¿ previous brand name: servo-s. Corrected brand name: servo-s base unit. D4 ¿ version or model # - previous version or model #: servo-I. Corrected version or model #: 6640440. D4 - unique identifier (UDI) # - previous unique identifier (UDI) #: missing. Corrected unique identifier (UDI) #: (B)(4). H4 - manufacture date ¿ previous manufacture date: 04/25/2017. Corrected manufacture date: 04/11/2017.

Event description:
Manufacturer's ref #: (B)(4).